Event description:
It was reported that a user who had just started using the ilet experienced hyperglycemia with a reported blood glucose of 348 mg/dl while using a compatible cgm and a 23-inch, 6 mm cannula infusion set; the user was advised to replace the infusion set and also used subcutaneous insulin by pen, after which blood glucose improved to 106 mg/dl. Symptoms included high blood glucose. Outcomes included recovery without hospitalization or long-term impairment. Investigation included customer troubleshooting and education. Investigation of this case revealed no confirmed device malfunction and suggested a probable infusion set or site issue as the proximate cause of the hyperglycemia, with the ilet system functioning as designed following set replacement. It was concluded, based on previously established findings for similar reports, that the cause was undetermined but consistent with use-related or infusion site factors rather than a hardware failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.